Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "lec 65280". No adverse effects reported.

Manufacturer narrative:
Additional information received on 17-jun-2019 that there was no patient involvement. Device evaulation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found in fair condition with damaged housing. Investigator's unable to download event history log for review. The device was powered up and alarmed ec65280 which according to the investigation is a corruption of the memory on the circuit board. The customer's reported problem was confirmed. According to the investigation, the circuit board caused the reported problem. Service's replaced the circuit board to correct the reported problem. The problem source of the reported problem is unknown.